Event description:
Technician was cut and exposed to blood when tube broke in her hand. The blood was collected via syringe and tansferred to the tube. Cut was cleaned with soap and water. No meds administered. Source and technician test for human immunodeficiency virus and hepatitis and all results were negative.